Manufacturer narrative:
(B)(4). Inventory was checked to see if any stock of the same lot number was available for evaluation, but there was none. Quest medical, inc has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc defers to the patient's physician regarding medical history.

Event description:
The device distributor reported that they rec'd a customer complaint regarding valve included in a custom pack. The distributor's customer indicated that the suction control (vacuum relief valve) had leaked. It was reported the issue had occurred a "few times" with the same lot number but there was no add'l info provided, other than in each instance the valve was replaced with no pt impact. The device was not returned to the MFR for evaluation. Attempts to obtain add'l info were not successful. No further info is available at this time.